Event description:
72 year old pt admitted with complaint of pain in her left leg. Pt had suffered a fractured femur on 7/20/99 which was treated at another facility using a condylar bone plate and screws. In december, pt had progressed from the use of a walker to crutches. Approximately 1 week ago the pt noted upon bearing weight on the leg that it became very painful and turned outwards abnormally. After this, pt was unable to bear weight at all on her left leg. The fracture of the plate occurred distal to the last screw. In 2000, pt underwent removal of complex broken hardware and broken screw repair of non-union of the distal femur with bone graft.